Event description:
Boston scientific received information that greater than 4000 ohms pacing impedance was observed on the right ventricular (rv) lead during initial lead positioning during an implant procedure of a cardiac resynchronization therapy defibrillator (crt-d). Also, CPR was performed since the patient went into electromedical dissociation. The lead was repositioned with stable impedance, sensing and threshold values; however, the patient felt unwell and lost consciousness. Hypotension was also noted. The patient was given intravenous therapy and they became a little conscious afterwards but they felt pain in the thorax area and their blood pressure was still low. Thus, the physician opted to anesthetize the patient and performed cardiopulmonary resuscitation which converted the patient. The physician then opted to close the pocket. An echocardiography later confirmed a little pericardium perfusion; hence, the physician suspected that the rv lead may have perforated in the right ventricle. This lead together with a competitor¿s atrial lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.